Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical portex bivona small diameter aire-cuf® oral / nasal wire reinforced tube did not inflate symmetrically during use with patient. No adverse patient effects were reported.